Event description:
It was reported that during a follow up visit, this right atrial (ra) lead was observed to have oversensed farfield right ventricular (rv) signals. The physician determined the cause to be positioning of the ra lead but xray images showed lead had not moved. The physician opted to reprogram the lead settings and continue to monitor the lead at this time. No adverse patient effects were reported. This ra lead remains in service.